Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. It is observed that the metal disc is broken and all the shaft of the drill bit is intact. This complaint can be confirmed. Excess striation on the shaft indicate the drill bit was heavily used and can be confirmed with the event reported that the drill bit is more than 2 years old and heavily used. This failure can be attributed to field wear. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that while surgeon was drilling the glenoid, the drill bit snapped at the interface. Replacement drill bit was provided. No adverse event or delay in surgery. Photograph has been provided.